Event description:
The patient reported that starting probably last week their ptm was not working right. The patient was supposed to get 3 boluses a day and they were lucky if they get 1 per day. The patient stated that after they had it checked the hcp ¿got it to go off¿ then after that it was 15 hours before the patient could get another bolus. The patient had 2 ¿little ones¿ (children) that got a hold of it and were pushing the buttons. The ptm had not been dropped. The patient removed and replaced the batteries though the patient stated they had new (B)(4) alkaline batteries in it. The patient couldn't see it well because they had cataracts but the patient went to a mirror and was able to read what she was doing but reported hearing the ascending tones and said she had just given herself a bolus, twice. The patient was asked to push oval pad and stated ¿it just shot me¿ (patient said they just got a bolus). The patient stated "it made that funny noise, it dinged 3 times." The patient¿s lockout interval 08:00/ dose rest 3-24 hr/ max act/3/day 8 between boluses. On (B)(6) 2014, the patient indicated that they had gone to the hcp¿s office about a week ago but cannot remember for sure. The pump was used to deliver fentanyl, bupivacaine, baclofen, and clonidine. Interventions, patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 37092, serial# unknown; product type accessory product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).